Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related MFR report: 1627487-2020-32054. Information received identified the patient stopped using/charging the device because he felt that it was not working anymore. The scs system was removed at an undetermined date.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was not communicating with the charger or programmer. The patient stated the ipg had not been used or charged for approximately two years. Surgical intervention may be taken to explant the scs system.